Event description:
The customer reported that the insulin pump had a blank display. The customer stated that the battery was removed overnight and when she put it back in the device, the blank screen continued and gave a loud long tone. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.